Manufacturer narrative:
Age ate time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 10mm x 2.50mm flextome¿ cutting balloon¿ was selected for use. During the first inflation, it was noted that the balloon ruptured at 10atms for 5 seconds. The balloon was simply removed from the patient's body. The procedure was completed with a different device and stenting was done. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately at the proximal edge of the distal markerband and extending approximately 8mm proximally across the balloon material. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 10mm x 2.50mm flextome¿ cutting balloon¿ was selected for use. During the first inflation, it was noted that the balloon ruptured at 10atms for 5 seconds. The balloon was simply removed from the patient's body. The procedure was completed with a different device and stenting was done. No patient complications were reported.